Event description:
It was reported that the patient experienced phrenic nerve stimulation in all configurations. The lead was explanted. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.